Event description:
Pt was revised to address malpositioning of the cup resulting in dislocation. Poly wear was noted intraoperatively.

Manufacturer narrative:
Review of the device history records was also not possible as the product and lot codes were unavailable. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approx eleven years of implantation. The investigation could not verify or identify any evidence of product contribution/error with regard to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.